Event description:
This pt experienced inappropriate shocks as a result of "ICD lead malfunction". This lead was explanted and successfully replaced. The hospital has retained this lead. Should additional info become available, this event will be updated.